Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report.

Event description:
It was reported that during a trial procedure, patient experienced discomfort from the start of the procedure. The lead was unable to be placed due to resistance from scar tissue and bone. The case was aborted as a result.